Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 62mm diameter thoracic aortic aneurysm. It was reported that on 6 month follow up CT, the scan identified a type ia endoleak. The event is unresolved. The cause of the event is unknown but it was noted that it seemed that the aneurysm diameter was enlarging although it was unclear by what extent it has increased. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.